Manufacturer narrative:
H.6. Investigation summary: bd received 3 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality was observed. Additionally, the customer samples were visually inspected and the indicated failure mode for additive abnormality was observed in 2 out of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 02-nov-2023.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there were large spots in the tube. The following information was provided by the initial reporter: " customer reports large spots in tube for cat 367988 lot 3153061."

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there were large spots in the tube. The following information was provided by the initial reporter: " customer reports large spots in tube for cat 367988 lot 3153061."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.